Manufacturer narrative:
Device received with missing battery tube spring noted. Device dose not powers up due to missing battery tube spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off after having asked to replace the battery multiple times. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported no damage on battery cap or compartment and the insulin pump hadn't been bumped nor dropped. The device will be returned for analysis.